Manufacturer narrative:
Follow-up MDR submitted to correct information provided on initial 3500a report, provide additional information and device evaluation results. Device evaluation results provided in b6 and date updated in g4 to reflect date new information was received.

Event description:
Per complaint (B)(4), the implant loss integration. Patient experienced pain and bone loss.

Event description:
Per complaint (B)(4), the implant failed to integrate. Patient experienced pain.